Manufacturer narrative:
This correction follow up report is being filed to correct information. We would like to clarify that the event being reported is a serious injury; there was no allegation that the cook device involved malfunctioned. Concomitant products: cook savary-gilliard dilator (unknown rpn). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicates, "contraindications to dilation include, but are not limited to: uncooperative patient; asymptomatic strictures; inability to advance the dilator through the strictured area; coagulopathy; known or suspected perforation; severe inflammation or scarring near the dilation site, recent myocardial infarction, active ulcer and severe cervical arthritis." The instructions for use indicates, "potential complications associated with upper gastrointestinal endoscopy and esophageal dilation include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Concomitant medical products: cook savary-gilliard dilator (unknown rpn). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicates, "contraindications to dilation include, but are not limited to: uncooperative patient; asymptomatic strictures; inability to advance the dilator through the strictured area; coagulopathy; known or suspected perforation; severe inflammation or scarring near the dilation site, recent myocardial infarction, active ulcer and severe cervical arthritis." The instructions for use indicates, "potential complications associated with upper gastrointestinal endoscopy and esophageal dilation include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook savary-gilliard wire guide. According to the medical malpractice claim, a procedure was performed on the plaintiff on (B)(6) 2014 at the facility. The plaintiff did not suffer from an esophageal stricture. The physician testified that the device appeared to be in fine working condition and worked as expected. The attorney reported it [the device used] as a cook savary-gilliard esophageal dilator and a cook savary-gilliard wire guide (exact information unknown). However, the plaintiff suffered an esophageal perforation. Neither side is claiming a problem with the device. The plaintiff had a motility disorder. The exact information on the dilator and wire guide that was used is not available. Per information received from the patient medical records on 05/25/2016: the patient was diagnosed with dysphasia and underwent an esophagogastroduodenoscopy with biopsy and wire guided savary dilation with dilation of the esophagus to treat the dysphasia. The devices used were a cook savary wire guide and cook savary dilator. The procedure went as expected and the patient was discharged. Later, the same day, the patient presented at the emergency room with chest pain. From an x-ray, it was found that the patient had a pneumothorax and esophageal perforation. The patient was transferred to surgery for repair. The repair was successful and the patient was discharged from the hospital following the appropriate recovery time.